Event description:
It was reported that patient underwent an explant procedure due to inadequate stimulation and burning sensation. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred years from the date manufacturer became aware of the event.